Manufacturer narrative:
Monitor (B)(4) was returned and evaluated. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. It was reported that the patient was in the hospital and unconscious at the time of the treatment. It was reported that the patient's wife and hospital staff were present at the time of the event and resuscitations attempts were made. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, one inappropriate shocks was delivered. CPR artifact contributed to the false detection. The patient passed away (B)(6) 2018. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.